Manufacturer narrative:
The customer chose not to have ge surgery complete the repairs. No conclusion can be drawn. However, no reports of pt or staff injury.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.